Event description:
Philips received a complaint by the customer on the v60 indicating that the oxygen levels were low. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The investigation is ongoing.

Manufacturer narrative:
The philips authorized service provider (asp) evaluated the device and confirmed the reported problem. The asp confirmed there was no harm to a patient(s) as a result of this issue. The asp reported the system was operating normally at time of evaluation; issue occurred due to insufficient oxygen pressure. The hospital internal oxygen supply system was adjusted by user, the equipment returns to normal. Functional test were performed as verification and confirmed that there was no abnormality in the device. It has been concluded that no further action is required at this time. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00291. All information from the original report(s) has been transferred to this report.